Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a sensor urological guidewire was used. According to the complainant, when the scope was advanced, the coating of the guidewire was flaking off inside the patient. The physician was able to flush all the pieces and stated, "all the pieces are tiny enough not to cause concern." The physician completed the procedure with another sensor guidewire with no complications to the patient and the patient condition is reported as "okay".

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The device history record review confirms that this device met all material, assembly, and performance specifications.